Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to sleep with the battery at approximately 25% and the pump shut off overnight. Customer reported blood glucose (bg) level was 300 (mg/dl) with trace ketones. A manual injection was delivered to address bg level. The customer stated they frequently lets the battery go low before charging, sometimes to 0%. Recommendation was made for the customer to charge the pump more frequently. Reportedly, the customer will continue to use the pump as insulin therapy.